Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 3006705815-2018-02207 it was reported the patient underwent an scs trial on (B)(6) 2018. When the patient left, she reported a headache and some neck stiffness. When the patient returned to have the leads pulled on (B)(6) 2018, it was discovered there was cerebral spinal fluid dripping from the second lead¿s implant site, and the patient complained of feeling weak when she stood up. The patient was sent to the emergency room. Further surgical intervention was undertaken on (B)(6) 2018 to repair the dural tear. The patient was released from the hospital on (B)(6) 2018 and is doing well.